Event description:
The manufacturer received information alleging an issue related to a device's sound abatement foam. The patient alleged black particles present in tubing of CPAP device. The patient alleged feeling congested. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices.the manufacturer received information alleging stops breathing. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation.an internal visual inspection was completed by the manufacturer.the manufacturer dried white powdery substance through-out. The manufacturer concludes no evidence of sound abatement foam degradation/breakdown.